Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, battery depletion occurred earlier than expected.

Event description:
Reportedly, battery depletion occurred earlier than expected.